Event description:
Caller states that his wife had the realize band placed a year. She has been experiencing vomiting. It was discovered that the product had slipped. She had surgery on (B)(6) 2013 to remove the product. He refused to speak to the customer quality group or give any additional information. Caller disconnected the call.

Manufacturer narrative:
(B)(4). Device locations unknown.